Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a high blood glucose (bg) above 500 mg/dl with moderate ketones; cause was unknown. A manual injection was administered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.